Event description:
On (B)(6) 2012, clinic notes were received dated (B)(6) 2012, which indicated that the patient was discharged from the hospital with a diagnosis of vasovagal syncope. The relationship of the syncope to vns was not stated. Good faith attempts for further information from the physician were made but were unsuccessful.